Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The device was not returned.

Event description:
It was reported that the patient placed an indwelling foley catheter for the drainage of urine on (B)(6), 2023. When the catheter was planned to be removed at around 8:00 on (B)(6), 2023, the liquid in the balloon could not be drawn out and the patient felt uncomfortable. Then the middle part of the catheter was cut off and pulled slowly, so that the liquid in the balloon could flow out slowly. The catheter was pulled out, and the patient had no serious adverse effects except the discomfort due to delayed removal. If the catheter could not be removed successfully, it might have been removed with assistance of cystoscopy or cystotomy, and the damage would have be serious. As per description of event cause analysis, product quality was not up to standard. No medical intervention was reported.